Event description:
Reported due to a total occlusion requiring intervention. The physician attempted an arteriotomy closure with a perclose proglide device after an interventional procedure in 2006 that "fixed" an acute myocardial infarction. A femoral angiogram was performed with the following results: a single puncture site was confirmed in the right common femoral artery (cfa). It was reported as "a perfect vessel, greater than five (5) mm with no disease." The physician reportedly later stated that the "needles went down tough," however, no problems had been reported during the insertion, deployment or removal of the closure device. During transfer from the cath lab to the pt floor, the pt reportedly complained of pain. The pedal pulses were reported to be "good" but the femoral pulses seemed "faint". About a month later, the pt was brought to the cath lab where it was determined by an unk procedure the pt had developed "a total occlusion beginning above the bifurcation, exactly where the sheath was at and going up some 50, 60, or 70 mm above the original puncture site," it was reported the back wall appeared to be "sutured down" but there were "good collaterals". The pt has been referred to a vascular surgeon but it is unk what additional measures may have been taken. Although requested, no additional info was provided.